Manufacturer narrative:
Sorin group (B)(4) manufactures the d733 micro 40 ph.i.s.o. Arterial filter. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group rec'd a report that the outlet port was found to be broken off of the arterial filter during set up. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group rec'd a report that the outlet port was found to be broken off of the arterial filter during set up. There was no pt involvement.